Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results from one patient sample tested on the cobas e 402 analytical unit. On (B)(6) 2026: at 11:04 am, the initial result of the initial patient sample was 19.1 pg/ml. At 2:09 pm, the initial result of the follow-up patient sample was 3.00 pg/ml with a data flag. The physician questioned the result as it did not correlate with the patient's previous result or clinical condition. At 2:28 pm, the first repeat result of the initial patient sample was 23.0 pg/ml. At 2:28 pm, the second repeat result of the follow-up patient sample was 3.00 pg/ml with a data flag. On (B)(6) 2026: at 5:54 pm, the third repeat result of the initial patient sample from an external laboratory's e 411 analyzer was 4.54 pg/ml. The fourth repeat result of the initial patient sample from the external laboratory was "negative". At 5:54 pm, the third repeat result of the follow-up patient sample from an external laboratory's e 411 analyzer was 4.86 pg/ml.